Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the instrument test well images in question, so the customer site provided faxed reports instead. An instrument event log review showed no errors during testing. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.